Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 3888-33, lot# j0016033v, implanted: 2000 (B)(6); product type lead product ID 3708320, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
It was reported that a patient woke up this morning in tremendous pain. A patient tried to recharge but it was not working. Patient had tried to charge since 6am this morning but the battery is not incrementing. Patient last charged 2 months ago. Patient reported getting 8 coupling boxes filled in. Patient confused their coupling bars with their charge level. While stimulation was turned on the caller reported a loss of therapeutic effect. Patient hadn¿t felt stimulation in about a month. Patient always had stimulation down low because it will ¿drive them crazy when they sleep at night¿.